Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the heartstart mrx is incorrectly alarming during use. There is no indication of negative patient impact.

Manufacturer narrative:
UDI #: (B)(4).

Event description:
The customer reported that the alarms are going off when /code does not call for them, happened twice. The issue was clarified to be a report of false alarms for asystole and vtach without patient impact. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.